Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The definitive root cause of the reported event could be established. The probable cause has been determined as user handling and deterioration of the scope. Per the product's instructions for use (IFU): "warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the forceps elevator mechanism: in rare cases, the elevator control lever can move further in the ¿ u¿ direction after the forceps elevator is completely raised for more effective locking of the guidewire. In this case, more resistance may be encountered when operating the elevator control lever. This does not indicate a malfunction."

Manufacturer narrative:
Additional information: b3, e2, e3, h10: this report is being supplemented to provide additional information regarding the reported event. Additional information received identified the event was observed by the technician prior to reprocessing the scope. The event did not happen during the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and a crack on the plastic distal end cover was found indicating a gap had occurred. The cause cannot be determined at this time, if additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that there was a leak in the device at the distal tip behind the metal plate of the elevator. No additional information is available at this time.